Event description:
Customer received result of 11.8 mmol/l on the mobile system, and a result of "eother" 6.2 mmol/l or 5.8 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 491530, expiration date 05/31/2014). (B)(4).